Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated for one patient sample using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to retests. The sample generated a sars-cov-2 not detected, flu a not detected and flu b detected result in the initial test on cobas liat system sn # (B)(4). Retest of the sample on a different cobas liat system ((B)(4)) generated not detected results for all 3 targets. Results were not reported out and no harm was alleged. An investigation is on-going.

Manufacturer narrative:
An investigation is on-going. A supplemental report will be file upon completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The sample in question falls in the limit of detection (lod) range which explains the discrepancy. (B)(4).